Event description:
It was reported that the programmer had a black screen and a "serious programmer problem" message. Follow-up determined that it booted to the black screen and message. The programmer was changed out for another readily available at the clinic. It was further noted that it is requested that the programmer be upgraded to wireless. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.